Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported textured surface implant, intracapsular rupture, and capsular contracture, baker grade ii, confirmed via MRI. Record is for right side. Device remains implanted.

Event description:
Healthcare professional reported right side textured surface implant, intracapsular rupture, and capsular contracture baker grade ii confirmed via MRI. Healthcare professional later reported "textured to smooth implant exchange." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, e1.